Manufacturer narrative:
The product was received for evaluation. Additional information was received reporting that the implant was bent. No further information was provided. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: mar 9, 2023. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint handpiece was received with the screw bent. The cartridge could also be observed to be bent. The folding carton was also observed to be damaged. The handpiece damage is comparable to the folding carton damage, suggesting that the box may have been crushed and caused the observed issues. The plunger rod was fully retracted, no viscoelastic residue could be identified inside of the cartridge, and the lens was in starting position; suggesting that, the handpiece was not used. The lens module was open and the lens was inspected, no issues could be observed with the lens. The complaint issue was not identified during photo and product evaluation. The observed issue is similar to the reported complaint issue, however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications and a relationship between the device and the reported incident could not be determined. The complaint issue could not be confirmed. There is no indication of a product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: in reviewing the supplemental MDR, it was noticed that the following information was inadvertently not included; therefore, it is captured in this supplemental report: based on the additional information and the returned product evaluation, it was reported that the implant was bent, and the investigation results found no issue with the lens, therefore, this event is assessed as not reportable. There will no longer be any further reporting under MFR report number 3012236936-2023-00653. Please note that the information reported in sections d2 (common device name), h6 (health effect -clinical code and medical device problem code) and section g1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age or date of birth, weight and ethnicity: not applicable, as there was no patient contact with the device. Date of event: unknown; requested but not provided. Implant date: if implanted, give date: not applicable, as there was no patient contact. Explant date: if explanted, give date: not applicable, as there was no patient contact. Device evaluated by MFR: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was defective. Through follow-up it was learned that there was no contact with the patient's eye. There was no use error. The procedure was completed successfully. There was no patient injury. The patient outcome was positive. The device was discarded by the customer. No further information was provided.